Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the reported issue was confirmed. The system board will be replaced to address the issue. The blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, and muffler assembly will be replaced due to water contamination, however none of these components are related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.